Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had bad bottle sensor and had to trouble shoot this device ran a error code came back as a bad bottle sensor which was resolved with swapped out the sensor and did a full pm on the device and it passed the test. Everything is looking good on this device. There was no patient involvement.